Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
Insulin pump alalrm motor error, due to loose drive support disk.